Event description:
Additional information reported on (B)(6) 2012 reported the patient¿s blood pressure was lowered by clonidine that she was dizzy. She stated that her skin was destroyed and was getting more wrinkles due to taking steroids. She reported that she bleeds profusely due to the hemorrhoids caused by constipation from the medication. As a result of the bleeding, she had iron deficiency anemia. The patient also reported that her heart was beating ¿fast.¿ on (B)(6) 2012, the patient reported that she had a 4x6 blood blister when she got her implant. She reported that she still experienced symptoms of urine retention. Due to the low blood pressure (i.e. 50/40) the patient does not feel like she has the energy to do anything and feels the room is spinning. It was noted that when she is ¿highly stressed,¿ her blood pressure is 110/70. The patient reported symptoms of galactorrhea, she can¿t remember things, she felt like she had narcolepsy as she kept waking up and falling asleep, and she stated she was sleepy all the time but couldn¿t sleep. It was also noted that her skin was paper thing, indents, and that her collagen was ¿ruined¿ due to the steroids she was on prior to the pump. The health care provider (hcp) recommended a blood pressure medication but the patient is ¿against it¿ because she was on enough medications that ¿damage her body.¿

Event description:
Patient reported that their last refill was 10/8 and she has had a constant migraine ever since. At her last refill, the concentration was decreased by 5%. Patient thought the headache might be a little withdrawal. The patient was getting some pain relief from the pump but not as much as she would like. Since the patient had the pump put in she had experienced hair loss, urinary retention and severe constipation which lead to hemorrhoids. The patient had surgery five weeks ago to have them removed. Patient had some constipation before the pump but not as bad. Patient stated she was lactating, which started a few months after she got the pump. The patient had lost all of her estrogen. An MRI was planned to look at the patient's pituitary gland. The pump was delivering clonidine and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer patient: product ID, 8709sc serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).